Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir, performed a visual inspection and found 2 stopper plungers inside of the barrel.

Event description:
The customer called to report that the insulin pump was acting "crazy" because a sensor alarm went off, but after she fixed the device it alarmed no delivery. The customer took the battery out of the device to let it rest. The customer put the batteries in after 10 minutes and received a battery out limit alarm, and had to reset the time and date. The customer changed the infusion set 3 times to no avail. The infusion set was removed and the cannula was straight. During no delivery troubleshooting the customer found that after disconnecting and reconnecting the reservoir, insulin did not exit with the plunger push. The customer's most recent blood glucose reading was 173 mg/dl. The customer was advised to change the infusion set and reservoir and that the items would be replaced.